Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient's infusion set tape was not sticking due to sweating. No further information available.

Manufacturer narrative:
(B)(6).